Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic. Prior examination of the patient's pacemaker had revealed premature battery depletion and failure to interrogate. Surgical intervention was planned but was not yet performed. The patient was stable throughout.

Manufacturer narrative:
Correction: h6: codes should reflect device not being returned.

Event description:
New information received notes there was no allegation or indication of telemetry failure on the device. The patient's pacemaker was explanted and replaced on (B)(6) 2022. The patient was stable throughout.